Manufacturer narrative:
The system was serviced in the field and failed imaging modalities testing. The mvs would power down within two minutes of the system being unplugged from the wall. The mvs ups battery was replaced. The failure was resolved and the system was operational. Concomitant medical products: other relevant device(s) are: product ID: b i71000481, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the mobile viewing station's (mvs) uninterruptible power supply (ups) was shutting down after two minutes consistently. No patient was present.